Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached after 7 days of wear, while the customer was sleeping. The customer experienced a loss of consciousness, and was provided unspecified treatment for hypoglycemia by a healthcare professional. Treatment details are unknown as customer could not recall information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to for adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that the freestyle libre 2 sensor detached after 7 days of wear, while the customer was sleeping. The customer experienced a loss of consciousness and was provided unspecified treatment for hypoglycemia by a healthcare professional. Treatment details are unknown as customer could not recall information. There was no report of death or permanent injury associated with this event.